Manufacturer narrative:
Concomitant medical products: 4598 lead, implanted (B)(6) 2016. Product event summary: the full lead was returned and analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the left ventricular (lv) lead dislodged. The lead was repositioned and remains in use. It was also reported that the right atrial (ra) lead dislodged or pulled back into a vertical position but remained attached. Low p-wave sensing was also observed. The lead was explanted and replaced due to possible tissue in the lead helix. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.